Event description:
Patient reported right side deflation. Device remains implanted.

Manufacturer narrative:
Continued g.6. Type of medwatch report: the initial report was submitted as a follow-up. This report is submitted as follow-up number 1.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.